Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized after four days of the onset of the event. No treatment was reported. At the time of this report; the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.